Event description:
The MFR's rep reported that the pt was electrocuted and the hcp believes that the pump is non-functioning. The pt is receiving morphine via the drug pump and has noted an increase in pain since the event. The hcp is supplementing the pt with oral medication and plans to explant the pump. The pt is stable at the time of this report. It is unk when the pump will be replaced.